Event description:
A user facility clinical manager reported that the pressure in arterial chamber drops causing venous pressure to rise. Blood starts backing up to venous line into venous port transducer. Blood level remains the same even when the button is pressed down. The transducer got wet with blood thus requiring replacement several times during treatment. This problem with transducer causes delays of dialysis treatment. This issue with the transducer has been observed for several weeks and in multiple instances. Upon follow up, the nurse could not verify a specific event on (B)(6) 2026 after looking through treatment records but stated the issue has been occurring since april of this year. The nurse stated the arterial chamber drops resulting in venous pressure rising and back filling on the venous line onto the venous port transducer getting it wet. The nurse now change out the transducer prior to treatments. The issue occurs either at the beginning of treatment or mid treatment. A 2008t machine is used and alarms. A fresenius dialyzer is also used at the time. There are no issues during priming. There were no changes or a disruptions in pressure that could have caused the issue and/or may have caused the machines to alarm. There have been no external leaking or blood loss. There were no loose connections, defects, or damage found on the combi sets. The nurse confirmed there were no patient injuries and no medical interventions were required as a result of the events. The patient completed treatment after being re-setup with new supplies and transducer on the same machine. The nurse reported that the actual and companion combisets were not available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.